Event description:
The angioguard's delivery and the stent placement were successful. After post-dilatation, the physician confirmed slow flow through fluoroscopy. The patient had paralysis, speech disability and loss of consciousness after the procedure which was reported as a stroke. Patient was treated with pressor. According to the physician, debris could not be captured by the filter basket completely and flew distally, which caused theses symptoms. Target lesion was internal carotid artery. There was no calcification or tortuosity, rate of stenosis 80%. The patient was a male.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-02504. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.